Event description:
It was reported that there were telemetry issues. The reporter stated that an overdischarge was suspected, and the patient hadn't recharged the device since it was implanted. It was unknown why the patient didn't recharge the device. A week later, it was reported that there was an overdischarge and the device had not been recharged in 18 months. The patient was taken through a pmr (physician mode recharge) and the patient continued to try five more times after that to try and bring the battery back. The reporter stated that after the sixth time the patient said she was done trying. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 389033, lot# v061767, implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 355029, lot# n0043992, implanted: (B)(6) 2005, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient alleged she never received a recharger. This was stated on several occasions. Multiple rechargers were noted to have been given to her. The patient then found her recharger. The manufacturer representative was going to meet with the patient on (B)(6) 2015 at a follow-up meeting with her healthcare provider (hcp). Follow-up was performed to determine if a physician mode recharge (pmr) was performed and successful at the appointment, if additional troubleshooting had occurred, and if the patient was able to charge and received effective therapy. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient has a history of non-compliance. They met with their manufacturer representative on (B)(6) 2015 and the battery was depleted. They had not charged the device since 2011 and a physician mode recharge (pmr) was unsuccessful in recovering the device. The patient opted to have the device explanted however no date had yet been set.